Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. (B)(4) the partial lead was returned in segments, analyzed and defibrillator conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient alert sounded for high impedance on the ventricular lead. Lead fracture or a header problem was suspected. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.